Manufacturer narrative:
This report is submitted december 19, 2016.

Event description:
Per the clinic, the patient developed an infection of the skinflap. The patient was treated with oral and IV antibiotics (date and duration not reported). And the infection was resolved. On (B)(6) 2016, the device was explanted. It is unknown whether the patient was reimplanted with another device.

Manufacturer narrative:
This report is submitted february 15, 2017.